Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 60 mg/dl. Customer was offered to troubleshoot for low blood glucose but declined. The customer reported via phone call indicating that the insulin pump had battery cap issue. Customer's blood glucose at time of incident was unknown. Customer was unable to remove the battery cap on pump and when he got the cap off and put new battery in, he got failed battery test. Customer was advised clear the alarm but if keeps recurring with each new battery inserted.